Event description:
The customer reported bgs were high and the set was changed a day before the call. The customer stated that they were frequently getting up to urinate all night, and their bgs were still high when they woke up. The customer changed the set again and gave themselves a manual injection. Bgs came down a little bit. The paramedics arrived to the scene and the call was ended. Later the customer called back to inform that they were taken to the emergency room by the paramedics. The customer was disconnected from the pump and treated with insulin drip. In addition the customer mentioned that the batteries were removed and could not know if the settings are correct. The doctor suggested that the customer should go back on manual injections for a while.